Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer states that the safety device did not lock in place, and as a result, an employee received a dirty needle stick. In response, labs were drawn from the patient and the employee was referred to ohs for testing as well.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion the results will be forwarded.